Manufacturer narrative:
Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 23mm carpentier-edwards perimount aortic valve has been evaluated for a valve-in-valve procedure after an unknown implant duration due to aortic regurgitation. The patient presented with heart failure and has been hospitalized. The date of planned tavr is unknown at this time.

Manufacturer narrative:
Added information to h6. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. A device history record (DHR) review was unable to be performed as no s/n was provided. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined.